Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual and movement disorders had difficulty recharging described as poor coupling. Recharging best practices were reviewed. A recharge session was attempted and a poor coupling screen was seen. Repositioning the antenna had not resolved the issue and the patient was able to communicate with another external device. The recharger showed stimulation was off and when they had tried to turn stimulation on with the patient programmer it had shown low. The patient had an emergency alert device around their neck and when the patient moved it away they were able to get 6-8 bars. The patient thought it was 1/4 full but the patient programmer still showed low. Patient was experiencing tremors in the hand and leg and also felt weak. This had begun (B)(6) 2015. The consumer had called back and was still having difficulty getting the patient's device to charge. The patient had been charging since 8am on the morning of (B)(6) 2015 and the battery had been very low up until when they called and the battery was only flashing 3/4 of the way. All 8 boxes were obtained and stimulation was turned on. The patient had an appointment scheduled with their healthcare professional for (B)(6) 2015. Further follow up is being conducted to obtain information about actions taken to resolve the issue, the cause and the outcome. If additional information is received a supplemental report will be submitted.